Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. At the time of reporting no action had been taken to address bg. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.